Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient was hospitalized because of the pump. The patient's blood glucose at the time of the event was 708 and glucose value was 798 mg/dl when admitted to the hospital. The patient was hospitalized at 10 pm on (B)(6) 2024, and was there for two days. The symptoms patient reported at the time of hospitalization were confusion, feeling sick/unwell, headache, tired/weak and other blurred speech. The test was positive for ketones. The patient was treated with IV insulin drip (intravenous insulin infusion). No further information available.